Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, exposing the pulse wires inside the distribution node (dn). The cause of the pulse test failure and inability to communicate is a short inside the dn. The cause of the short is the exposed pulse wires. The cause of the exposed pulse wires is the pulled cable. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.